Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection revealed a piece is broke off both ends of the lag driver retaining rod. These pieces were not returned. The lag screw driver portion of the device was returned. The clinical/medical investigation concluded that, this case reports the tip breakage of the lag screw driver¿s inner rod. Per complaint details, the broken piece was noticed on x-ray after the procedure. No clinically relevant supporting documentation was provided for review. Based on the limited information provided, the root cause of the breakage could not be determined. The lag screw driver is an external communicating device composed of 465 stainless steel that is neither manufactured nor intended for implantation and should have limited tissue/bone contact as long term implantation data is not available. Since the piece remains inside of the patient and there are no plans for removal, the potential for micromotion/migration cannot be ruled out. No further clinical/medical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an internal fixation surgery, the tip of the inner rod of a lag screw driver broke; then, after surgery, it was noticed by x-ray image that the tip of the inner rod remained inside the patient. It is unknown if this breakage caused a delay during surgery; it is also unknown how this problem was resolved or what is the current health status of the patient.